Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level dropped to 39 mg/dl but her sensor glucose reading was 71 mg/dl. The insulin pump went to threshold suspend when her sensor glucose reading 65 mg/dl but blood glucose level was 266 mg/dl. The customer had issues with the sensor. The device was not returned.